Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user pushed 100 units with no observed drops during priming, then upon restarting the process the device leaked insulin until the connector piece was replaced, after which drops were observed and function was restored. Symptoms included no changes in blood glucose. Outcomes included no clinical impact and no alerts or alarms. Investigation included troubleshooting and education with the user. Investigation of this case revealed a leaking connector that prevented proper priming, which resolved after the connector was switched. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to the connector.